Event description:
Went to family doctor with c/o right eye painful and red, left contact out for 10 days then flared up with worse with new contact lens; went to contact lens doctor treated for 1 week, not getting better; went to ophthalmologist on 10/17/2005; tried many diagnoses without success; went to corneal specialist on december 12 thought it was herpes, no better; on january 25th went to another eye doctor and cultured fungal infection and treated; took pills first for 60 days and now continued voriconazole drops; using contact lens for 35 days; right eye for distance vision; cq5 soft contact daily lens for past 10 years; reported to dept of public health.